Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure in 2008. The surgeon pre-tested the catheter prior to insertion and there were no complications. During the actual procedure, the "pressure complicated" and a hole in the catheter was noted. No adverse patient consequences were reported.

Manufacturer narrative:
Conclusion code: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria.